Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries, battery cable harness, and power supply board were replaced.

Event description:
The customer reported the unit had difficulty powering up as well as maintaining power. There was no report of patient involvement.